Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection of the device revealed no discrepancies. However, upon functional testing of the device, a small leak from the cuff was noted. The customer's complaint was verified. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that while a smiths medical portex endotracheal tube was in use, it was found to be leaking at the cuff. No patient injury resulted.